Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose over 400mg/dl, but the caller was unsure what her blood glucose reading was since her blood glucose meter was not reading correctly. The customer was treated and released the same day. No further information was provided.